Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump¿s vibratory features were not functioning. Investigation revealed a vibration motor alignment failure. Additionally, the display was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a vibration motor failure and that the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2015.